Event description:
It was reported that during a cholecystectomy, the first three clips applied by the clip applier were malformed. They were not properly closed and fell into the surgical field. The surgeon successfully retrieved and removed the malformed clips. All of the subsequent clips were applied correctly and the case finished without any adverse consequence for the pt.